Event description:
During preparation of the heart lung system for a cardiopulmonary bypass procedure, the central dispay of the device exhibited unstable behavior. Essential functions of the heart lung console were preserved, but certain data could not be displayed on the central display. There was no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.